Manufacturer narrative:
The technician found the head up CPR valves with wear on the plunger tips. He replaced the head up and CPR valves to repair the bed.

Event description:
Info received indicates the head up function is now working.